Event description:
It was reported to sales from surgeon that an edwards aortic bioprosthetic valve was explanted approximately 6 months after implant due to a paravalvular leak from what the surgeon believed to be a thrombosis formation near the right coronary. The patient was reported as stable following the procedure. The explant operative report of (B)(6) 2013 indicates, "a very small connection could be made between the supravalvular to infravalvular planes along the aortic annulus near the junction of the left coronary cusp and the right coronary cusp. This was the heavily calcified portion of the aorta and clearly one of the sutures had pulled through the calcium. With that then, the valve was removed since I did not feel that it could be repaired by simple external to internal stitch and, once removed, the annulus was debrided again so all calcium could be dealt with. Once it was removed, then circum annular sutures of 2-0 tycron pledgeted stitches were then placed, and as we came around through and involving the right coronary cusp portion of the annulus, I could see a laminated area from the previous valve heading towards the coronary ostia. Initially I thought it was an area that I had debrided but as I followed it more it grew into what appeared to be a laminated thrombus that was leading to the right coronary ostia. With that, I felt that this could be partially obstructing the coronary ostia and may be contributing to some of the patient's sense of dyspnea on exertion." No complications noted during the explant/implant procedure.

Manufacturer narrative:
Additional manufacturer narrative: (B)(4). The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. No CAPA is applicable; however, edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Report of an edwards aortic valve explant after an implant duration of 6 months due to a perivalvular leak. Paravalvular leak (pvl) refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue. It may occur as a result of a lack of appropriate sealing of the valve at the annulus . The most common reason for pvl is inadequate debridement of a calcified annulus and is not a result of device malfunction. The explant operative report in this case indicates that one of the sutures had pulled through a calcified portion of the aorta. The subject device was replaced with same model and size valve with no further complications. The device serial number was not provided thus a manufacturing review cannot be completed at this time. The explanted valve has not been returned to edwards for evaluation, despite requests to retrieve it. However, the provided information suggests nothing to indicate a device quality deficiency or malfunction that may have caused or contributed to this event. No further action is required, additional updates will be reported if provided.